Event description:
Boston scientific received information that this patient was unhappy with his device and also with the male technician he sees from our company. The patient stated he doesn't trust him and that he turned his rate response off to save battery life. A boston scientific technical services consultant discussed the device sensors and what the patient should ask of his doctor. No other adverse events have been reported.

Manufacturer narrative:
Three years later, the physician elected to explant this device as the patient still suspected something was wrong with the device. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Subsequent information was received that the device was explanted one month after initially communicated to the boston scientific representative.